Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there were needles with holes in the hub. To aid in the investigation, one shelf box with one hundred units in their sealed packaging blisters and one photo were received for evaluation by our quality team. A visual inspection was performed and no damages or imperfections were observed. Thirty-two random samples were connected to a syringe with saline solution and no leaks occurred. The photo provided shows the shelf box received. A device history record review was completed for provided material number 305167, lot number 1026976. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd precisionglide needle, the device experienced a needle hub cracked/damaged. The following information was provided by the initial reporter. The customer stated: it was reported by the medical professional the precision glide needles have a hole in the plastic hub. Our scientists have noted (original notice nov 8, 2021) that some of our needles have a hole in the plastic hub, leading to air entry or liquid escape when drawing fluid into the syringe. While no one was hurt in these incidents, there was potential for chemical exposure.